Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported a loss of therapeutic benefit. The patient stated they had been going to the bathroom every half hour to an hour and mentioned, "I believe the device has not been working for two weeks." During the call, the patient stated they had attempted to connect to the implant using the my therapy app and wondered why they were unable to connect. The agent educated the patient on the general use of external devices and reviewed general programming guidance. The agent walked the patient through connecting to the ins using the correct app and increasing the stimulation. The patient was able to connect to the ins and increase the stimulation. The caller confirmed the patient felt the stimulation in the bicycle seat area and that it was comfortable. The patient was advised to monitor their symptoms and contact their managing healthcare provider (hcp) if symptoms persisted. The patient called back later the same day reporting same information. The patient said the previous agent had guided them to finally be able to connect with implant and adjust stimulation. The patient said now stimulation was too strong and they couldn't get external equipment to connect with the implant. The agent walked the patient through attempting to connect unsuccessfully. The patient didn't want to continue trying. The patient said they didn't want to call with a friend or family member for assistance. The patient said they were tired, they didn't feel well and they were running a fever. The patient said that they thought their implant had moved because they couldn't feel it barely anymore under the skin. The agent reviewed information and redirected patient to the hcp. The agent sent a courtesy message to the field to provide visibility to the situation.